Manufacturer narrative:
This report is submitted on 11 november 2020.

Event description:
Per the clinic, the patient was placed under mac anaesthetic to undergo an abutment replacement. The implanted device remains.